Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery using an indigo system catrx aspiration catheter (catrx). During the procedure, the catrx was kinked as it was advanced into a non-penumbra guide catheter and therefore, the catrx was removed. The procedure was completed using the same guide catheter and a stent retriever. There was no report of an adverse effect to the patient.